Event description:
It was reported that during a procedure to stent the narrow, eccentric, non-tortuous, non-calcified lesion in the bifurcation between an anterior tibial artery and the peroneal artery below the knee, an angiojet machine was used to remove some clot from the bifurcation and then two 0.014 guide wires (pilot 200 and a non-abbott guide wire) were used to double wire the bifurcation. An absolute 6 x 40mm stent was implanted successfully to the peroneal artery. The absolute 7 x 30mm stent was advanced over the unspecified 0.014 guidewire to deploy it in the pre-dilated anterior tibial artery. There was no resistance on advancement. When the retractor sheath was drawn back, no stent was noticed. Upon investigation it was noticed that the stent had deployed in the mid superficial femoral artery (sfa) more proximal than the lesion site. The stent was fully apposed to the vessel wall. When the delivery catheter was withdrawn it was noticed that the sheath had sheared off about 4 cm proximal to the tip. It was in two pieces but the broken piece could not slide off the end of the delivery catheter because of the larger atraumatic distal tip. The piece was not lost inside the anatomy but stayed on the delivery catheter shaft. The delivery catheter was removed from the anatomy without difficulty or additional intervention. Another unspecified stent was implanted to complete the procedure in the anterior tibial artery. There were no adverse patient effects, however, a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath separation was confirmed. The premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.